Event description:
Reporter indicated that the site's handheld computer freezes up a lot. Troubleshooting has worked at times in the past, but does not always resolve the problem. Product was returned to manufacturer, but has not been analyzed to date.